Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. Customer states that the device did not click when the plunger was depressed. The physician received the required info of emergency procedure and how to release the delivery system. The pt was not injured following the procedure.